Manufacturer narrative:
Device evaluated by manufacturer: the balloon was tightly folded and the stent was secured between the markerbands. Three struts in the first distal row were stretched distally. There was no other damage to the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The index procedure treated the moderately calcified proximal right coronary artery. After pre-dilation with a 2.5x12mm non bsc balloon, the physician attempted to place a 3.0x12mm ion stent, but was unable to cross the target lesion. Upon removal, strut damage was noted on the distal tip of the stent. The procedure was completed with a 3.0x12mm non-bsc stent. No patient complications occurred and the patient's condition was listed as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The index procedure treated the moderately calcified proximal right coronary artery. After pre-dilation with a 2.5x12mm non bsc balloon, the physician attempted to place a 3.0x12mm ion stent, but was unable to cross the target lesion. Upon removal, strut damage was noted on the distal tip of the stent. The procedure was completed with a 3.0x12mm non-bsc stent. No patient complications occurred and the patient's condition was listed as fine.